Event description:
Report received from abbott international affiliate of failure of the soluset float valve to close. The device was in use on a patient in the operating room. Once the soluset chamber emptied, the automatic float valve did not close. The abbott affiliate has queried the reporter for further information, however no further information was provided.